Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used during a sclerotherapy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the nurse was not able to extend the needle out into the patient. The device was removed from the patient, and the procedure was completed with another interject injection therapy needle. After the procedure, the nurse reportedly cut the distal catheter using a surgical scissor confirming the presence of the needle, to insure that nothing detached inside the patient. Furthermore, the device was not tested prior to use, there were no visible damage to the device and its packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results which revealed that the needle was bent. The account could not confirm if the needle was bent when they cut the catheter; therefore, this event has been deemed MDR reportable.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A visual assessment was performed. The needle was retracted when received. Outer sheath was kinked and damaged at the distal end of the outer hub with the tip was crushed, flattened and stretched approximately 5mm. The tip of the needle was bent under magnification. A functional evaluation was performed. When the inner hub was actuated, the needle would partially extend; the inner sheath was not visible when the needle extended. The inner hub and sheath was removed from the outer hub and sheath; the inner sheath moved freely through the outer during removal. The inner sheath had a kink approximately 3.1cm from the distal end of the inner sheath. The needle was present and attached. Working length could not be measured due to the damage on the outer sheath. Based on the condition of the returned device and the evaluation conducted,the most probable root cause for the reported event was operational context; however, a definitive root cause for the bent needle could not be determined. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.